Event description:
A philips field service engineer (fse) reported a worm like appearance has been observed in brain studies, particularly on coronal images. The fse confirmed a rescan of a patient was not required and there was no misinterpretation or mistreatment as a result of the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).